Event description:
The patient contacted animas on (B)(6) 2012 reporting that the pump load step pushed insulin out of the cartridge. The patient confirmed trying a second cartridge and the same thing happened. This report is made based on the allegation that the pump dispensed insulin during the load cartridge phase.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Correction # 2531779-03/24/2010-003-r.

Manufacturer narrative:
Follow-up # 1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box revealed "pump not primed" warnings with zero force and "no cartridge detected" warnings. A rewind, load and prime sequence was successfully performed with no alarms. A force sensor calibration test confirmed the sensor was correctly detecting force within specifications. The pump was opened for investigation and revealed no damage to the force sensor circuit. The complaint was verified in the pump history but testing was unable to duplicate the complaint.